Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported pain after two days of wearing the abbott diabetes care (adc) device. Customer treated themselves with an traumeel and pain killer. The customer also had contact with a healthcare professional (hcp) who examined the area and was advised to continue treating themselves with an anti-inflammatory ointment for the treatment. There was no report of death or permanent impairment associated with this event.